Event description:
It was reported that study patient was seen to have vocal cord paralysis post surgery. It was determined that the cause of the vocal cord paralysis was probably due to the implant procedure. No action was reported to have been taken outside of observation of the patient. The vocal cord paralysis is noted to not be resolved. No additional or relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the study site that the cause of the reported vocal cord paralysis is definitely related to the implant procedure. No other relevant information has been received to date.

Event description:
It was later reported that the paralysis of left vocal cords had recovered/resolved. No other relevant information has been received to date.